Manufacturer narrative:
Model number/catalog number: sc-2218-50, serial number: (B)(4), batch/lot number: 7044305, model/catalog description: linear st lead kit 50 cm. Model number/catalog number: sc-2218-70, serial number: (B)(4), batch/lot number: 7044305, model/catalog description: linear st lead kit 70 cm.

Event description:
A report was received that the patients cervical lead had migrated. The patient underwent a lead revision procedure. No device malfunction was suspected. The patient was doing well postoperatively.